Event description:
It was reported that the patient presented in-clinic for a scheduled device replacement procedure. Prior to the procedure the right-ventricular (rv) lead exhibited unspecified impedance issues. As a resolution the rv lead was explanted and replaced. The patient condition was stable throughout.